Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the external pulse generator is always pacing with sensitivity at the highest setting. The settings were tested with tech services via telephone and were in specification. No patient complications have been reported as a result of this event.